Event description:
Set 63 mu dose, treatment machine delivered 3 mu and "complete" light came on. Three to 4 seconds later the "ready" light came on and rptr was able to beam on the machine. The next field called for 65 mu and 5 mu was delivered; "complete" light then "ready". MFR service rep was unable to duplicate event. On 12/2/93 62 mu set, 2 mu delivered with "complete" light, then "ready".